Event description:
Additional information was received indicating that the patient returned for the intraocular lens (iol) the next day and is doing well.

Manufacturer narrative:
Additional information has been provided in b.2, b.5, d.2 and d.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional information become available (after follow up attempts with the customer or representative), a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during implantation, the plunger cut the trailing haptic. The patient was left aphakic and is returning for implantation tomorrow. Additional information has not been received for this report.

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. The device and the lens were returned separately inside the opened carton. The plunger lock and the lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted behind the fill line. A broken haptic distal tip is observed at mid nozzle on the left side of the plunger. The haptic distal tip is oriented toward the loading area. The lens was returned wrapped in white gauze material. Viscoelastic was dried on the lens. One haptic is broken in two distal areas. One broken area was returned with the lens in the gauze material. The other broken haptic portion is location inside the device. The nozzle was cleaned for further evaluation. The broken haptic portion was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. One haptic was broken in two places. The root cause could not be determined for the broken haptic. The lens and one of the broken haptic portions was returned outside of device. The broken distal haptic tip was broken and located on the left side of the plunger, oriented toward the loading area. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).